Manufacturer narrative:
The biomedical engineer called for assistance replacing and rebuilding the hard drives because the central nurse's station (cns) needed to be restarted. During the process, there was a "no data" message on one of the patient tiles under full disclosure. There were also reports from some of the nurses that there were no alarms coming through. This is unrelated to the hard drive process, and the customer stated that they can see all the alarms, therefore they will clarify this statement with the nurses. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer called for assistance replacing and rebuilding the hard drives because the central nurse's station (cns) needed to be restarted. During the process, there was a "no data" message on one of the patient tiles under full disclosure. There were also reports from some of the nurses that there were no alarms coming through.

Manufacturer narrative:
H10: additional narrative: on (B)(6)2018, (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6) ) needed to be restarted. Customer would like to replace the hdd as recommended in the service manual. Nka ts provided customer with hdd replacement procedure. On (B)(6) 2018, nka ts walked customer through the process. Customer was advised to do it when it was not busy. Customer was to replace both hdd's and he was sent 2 hdd's. Customer was advised to rebuild the one hdd first and then rebuild the second. On (B)(6) 2018, customer called to verify what he was seeing: "no data" message on one of the patient tiles under the full disclosure. Customer was advised it was likely a settings issue or it may be possible the rebuilding drive was preventing historical data from beng read. Nursing manager was concerned she could not review data from past 24 hours. Nka ts informed her the process is supposed to be low impact but in case of complications, nka always advises that this be done during low traffic time. Troubleshooting cannot be done until drive is rebuilt. There was a report from the nurses that no alarms were coming through. Customer was advised that the hard drive change should not affect this. Customer was able to see all alarms at the dac from the cmu and was unsure what the nurses were reporting. Customer to obtain clarification from the nurses. Customer was advised any issue with alarms or connectivity will need troubleshooting immediately as it is not related to the hard drives. Bme requested additional assistance with the hd replacement process. Information provided. Follow up request was made to the customer for clarification on the alarm issue. Customer responded "no assistance needed". Service requested/performed troubleshooting/assistance investigation result the cns warranty began 01/30/16, which is over 2 years prior to the reported issue. The warranty ended on 01/29/18. Review of device history found previously reported issues: (1) (B)(4) reported (B)(6) 2016. Monitor tech reported alarms from the cns were not transferring over to the contectsol. The cns was alarming but the data was not being sent to "contectsol". This is not related to the current issue. (2) (B)(4) reported (B)(6) 2018. Bme will requested to know how to sync a transmitter. This is not related to the current issue. (3) (B)(4) reported (B)(6) 2018. Customer reported intermittent signal loss. This is not related to the current issue. Customer reported the hdd needed to be replaced after a restart. Further information regarding the device restart was not provided. Cns-6201a operator's manual advises the customer to restart the central monitor once every three months. Otherwise, operation becomes unstable and monitoring may stop. While restarting, patients monitored by the central monitor must be monitored by alternate instruments such as bedside monitors. The cns service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, fan operation should be checked through procedures outlined on section 5.3 of the service manual, and internal sensor, fan, and hard drive condition should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Nka ts assisted customer with the hdd replacement process. There was a reported issue that historical data could not be seen on one of the patient tiles in full disclosure. Customer was advised the issue may be caused by settings or by the hard drive rebuilding. Customer was advised on device functionality and that troubleshooting cannot begin until the rebuilding process is complete. There was a reported issue that alarms were not coming through during the hdd replacement/rebuilding process. This was found to be incorrect as all alarms were able to be seen. Customer was advised that this issue would need immediate troubleshooting. Further clarification of the reported issues was requested, with no additional information given. The root cause could not be confirmed. There were no further reported issues with the alarms or full disclosure for this unit. Customer was performing preventive maintenance by replacing the cns's hdd. There was no reported issue with the hdd. The customer was able to successfully replace the hdd's and allow the drives to rebuild. All steps needed to perform this is outlined in the cns-6201a service manual. Based on the given information, this issue is not suspected to be caused by deficient device or design. Corrected information: g4. Date received by manufacturer: should be 03/29/2018 not 04/26/2018 as listed on MDR initial report

Event description:
The biomedical engineer called for assistance replacing and rebuilding the hard drives because the central nurse's station (cns) needed to be restarted. During the process, there was a "no data" message on one of the patient tiles under full disclosure. There were also reports from some of the nurses that there were no alarms coming through.